Event description:
Facility reported the rotor cap came off during compounding and caused the green line on a set to leak. The set had been in use for approximately 3-4 hours. The compounder gave no warning of the failure and no alarms occurred. The pharmacy reported no adverse events were related to the issue.